Manufacturer narrative:
(B)(4). After five additional attempts to coordinate the conference call with the facility, a clinical conversation took place between the surgeon and ethicon endo-surgery's in-house medical director. The following information was provided by the surgeon: the CABG procedure was completed by the surgeon and his physicians assistant; hospital standard practices were followed. During the re-operation, there was noted to be bleeding on the proximal portion of the saphenous vein graft. During the initial procedure, the vein graft was harvested by the physician's assistant as the surgeon worked on the internal thoracic artery. The physician's assistant does not recall anything abnormal during this step; the branch was reasonably sized and a medium clip was utilized. The surgeon performed the final preparation of the saphenous vein from the lower extremity and once completed, placed two clips and checked for proper control of the side branches. The surgeon indicated the clips looked good. This bypass procedure was completed as expected. Post operatively bleeding was observed in the chest tubes; however, it is not considered excessive. Per the surgeon, this type of nuisance bleeding will typically stop without intervention. After further monitoring, the persistent bleeding led the surgeon to return the patient to the operating room. During the re-operation he found the bleeding to be coming from below the two medium sized clips on the vein graft; he stated, it was not an arterial or torrential bleeding. He confirmed the clips were present and looked fine. The surgeon did not identify damage to the vessel as the cause of this bleeding. He utilized a prolene and mattress stitch and tied under the clips; he stated this may have potentially been the wrong thing to do. The patient was sent to the ICU and expired four days later. Per the surgeon, the proximate cause of death was multiorgan system failure. He feels other factors were much more critical to the patient's demise than the bleeding found under the clips; he acknowledged many factors can contribute to this type of bleeding separate from the device/clip functionality. The surgeon has been performing CABG procedures for 22 years. He is now utilizing ees manual clip appliers and clips (reusable clip appliers) when preparing grafts rather than the mechanical clip appliers.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Spoke to the risk manager on (B)(6) 2011: she was provided with limited details around the incident (please see user facility medwatch for additional patient/event information). The incident was reported to her referencing a medium clip applier. She was told that during the re-operation the "clips were present, but bleeding was found below the clips". She does not recall the mention of "malformed clips" as described in the original event reported by the rep. The patient expired 4 days after the original procedure. The family did not request for an autopsy to be performed. The account does reprocess the mca clip appliers, but advised reprocessed devices were not used in this case. The risk manager provided the clinical leader's contact information and message was left with her in an attempt to obtain further details. Spoke to the rep on (B)(6) 2011: the rep indicated the details were not very clear to him either; however, the surgeon's office agreed to set up a call with ees and the surgeon the week of (B)(6) 2011. To date, the surgeon's office has not committed to a date or time. Left message with clinical leader on 01/07/2011 and 01/11/2011. Spoke to clinical leader on 01/11/2011: she does not recall this case, but advised that the standard practice is for the pa to fire a small and medium clip applier, and then the surgeon fires a medium clip applier. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed. (B)(4).

Event description:
It was reported that post operative of a coronary artery bypass graft procedure, the patient was returned later that day to the or due to bleeding below two branches of the grafts. The surgeon observed the clip locations and stated the middle clips were malformed and did not close in the branch properly. The surgeon then used a weck device to apply additional clips and stop the bleeding. The patient lost a significant amount of blood and did require blood products. The amount of blood loss was not provided. The patient was sent to ICU and was recovering. It was later reported that four days later the patient expired. The device was discarded.